Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 148 mg/dl. During troubleshooting, customer removed battery and replaced and display came back on. While attempting to perform self-test, customer was not able to select self-test due to the act button not responding. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump passed the operating currents within the specified range and passed the off no power test. The insulin pump passed the reset error test with no alarms. The buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump was received with a cracked reservoir tube lip.